Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly and motor error alarm due to buttons not responding. The motor was tested outside of the device and passed noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error and an off no power alarm. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and the screen was blank. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that the insulin pump had an off no power alarm without a low battery alert warning. Customer reported that the insulin pump was not dropped and the battery cap was not loose or damaged. Unable to complete the off no power troubleshooting due to insulin pump is being replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to return for analysis.